Manufacturer narrative:
For the reported event, lot number was provided, and lot history review. The sample was returned for evaluation. Material separation and failure to advance were confirmed for the device. A root cause has not been determined. The device was labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model cruos106. Recanalization catheter allegedly experienced material separation and failure to advance. This report was received from a single source. This event did involve patient with no reported patient injury. The patient's age, weight and gender were not provided